Event description:
Option study. It was reported that thrombosis occurred. Prior to the procedure, prophylactic antibiotics was administered. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 18.3 mm. There was no evidence of thrombus present on the atrial facing surface of the watchman device post procedure. The patient was discharged on (B)(6) 2021. On (B)(6) 2021, 79 days post procedure, during the protocol scheduled 3 months follow-up visit, transesophageal echocardiogram (tee) assessment revealed left ventricular ejection fraction of 55%. A pedunculated mobile thrombus with a maximum area of 0.6 cm2 was found on the atrial facing surface of the watchman device. The patient was treated with an adjustment in oral medication. At the time of reporting the event was considered recovering/resolving.

Manufacturer narrative:
Updated: b5.

Event description:
Option study. It was reported that thrombosis occurred. Prior to the procedure, prophylactic antibiotics was administered. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 18.3 mm. There was no evidence of thrombus present on the atrial facing surface of the watchman device post procedure. The patient was discharged on (B)(6) 2021. On (B)(6) 2021, 79 days post procedure, during the protocol scheduled 3 months follow-up visit, transesophageal echocardiogram (tee) assessment revealed left ventricular ejection fraction of 55%. A pedunculated mobile thrombus with a maximum area of 0.6 cm2 was found on the atrial facing surface of the watchman device. The patient was treated with an adjustment in oral medication. At the time of reporting the event was considered recovering/resolving. It was further reported that on (B)(6) 2021 the patient was discharged on aspirin and apixaban. At the time of the event, apixaban was discontinued and the patient was started on enoxaparin; subcutaneous route every 12 hours. On (B)(6) 2021, enoxaparin was discontinued and the event was considered resolved.

Manufacturer narrative:
Updated: b5.

Event description:
Option study. It was reported that thrombosis occurred. Prior to the procedure, prophylactic antibiotics was administered. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 18.3 mm. There was no evidence of thrombus present on the atrial facing surface of the watchman device post procedure. The patient was discharged on (B)(6) 2021. On (B)(6) 2021, 79 days post procedure, during the protocol scheduled 3 months follow-up visit, transesophageal echocardiogram (tee) assessment revealed left ventricular ejection fraction of 55%. A pedunculated mobile thrombus with a maximum area of 0.6 cm2 was found on the atrial facing surface of the watchman device. The patient was treated with an adjustment in oral medication. At the time of reporting the event was considered recovering/resolving. It was further reported that on (B)(6) 2021 the patient was discharged on aspirin and apixaban. At the time of the event, apixaban was discontinued and the patient was started on enoxaparin; subcutaneous route every 12 hours. On (B)(6) 2021, enoxaparin was discontinued and the event was considered resolved. It was further reported that on (B)(6) 2021, the event was considered resolved.